Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his second artificial urinary sphincter (aus) device. The physician tried cycling the device but no troubleshooting resolved the issue, so the patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was identified that there was a fluid loss in the device, caused by a hole in the pressure regulating balloon (prb). The patient is expected to fully recover.